Manufacturer narrative:
Field service engineer (fse) checked the monitors for loss of video signal and found that both monitors were accurately displaying images and without any green tint as also reported by customer. Fse then moved the monitor arm around in an attempt to cause the described issues, but could not reproduce any problem. Fse replaced the dvi cable as a precaution, since the monitor had been replaced on last service call. After the dvi cable pull, it was determined that the monitor position calibration was not calibrating and fse replaced the a and b encoders in the monitor arm and the pcb that the monitor arm potentiometers plug into. Fse then checked system for proper operation per service checklist qssrwi4.3 and returned the unit to the customer for service.

Event description:
Customer reports the monitor lost the signal and did not display an image during an unknown patient procedure. No additional patient or procedural details are known. No reported injury.